Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Correction to field d1. Brand name. Correction to fields d4. Model number, lot number, catalog number, expiration date and unique identifier (UDI) #. Correction to field c2/d10. Concomitant product/therapy. Correction to field device h4. Manufacture date. Upon receipt at our quality assurance laboratory, the component of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak tested. The microscope test revealed that the pump had contamination (bodily fluid). The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak test. Product analysis was unable to confirm the reported device allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.